Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid, loose motion, and abdominal pain. It was unknown if the patient was hospitalized for the event. The cause of the events was not reported. The patient was treated with unspecified antibiotics (doses, frequencies, and routes not reported) for the event. The patient's recovery status was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
The cause of the previously reported events of cloudy fluid, abdominal pain and loose motion was unknown (previously not reported). On an unreported date, the patient began treatment with injection vancomycin (2gm, on every fourth day, route not reported) and injection of fortum (2gm, once a day, route not reported) for 14 days each for the treatment of events cloudy fluid, abdominal pain and loose motion. It was reported the patient was recovered from all of the events within three to four days (approximately, exact date unknown).the patient was not hospitalized for the events. Four days prior to receipt of this report, the patient was hospitalized for another indication. Four days later, the patient was diagnosed with peritonitis which was manifested by cloudy fluid and abdominal pain. The patient was started on antibiotic treatment immediately with injection of vancomycin (2gm, every fourth day, route not reported) and injection of fortum (2gm, once a day, route was not reported). The cause of peritonitis was unknown. Three days later the patient passed away. The cause of death was reported as due to another indication. An autopsy was not performed. It was reported if the patient was recovering from the peritonitis event prior to death. Dianeal, extraneal and antibiotic therapies were ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.